Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large needle driver instrument has been returned and evaluated by the failure analysis. The instrument was found to have a melted foreign material on its main tube. Material was not missing from the surface of the main tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with this complaint for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The site did not return the monopolar curved scissors (mcs) instrument or its tip cover for the failure analysis.

Event description:
It was reported that during central processing, the shaft of the large needle driver instrument's shaft was not smooth, and it was suspected to be cracked or melted. There was no report of patient involvement. The last time when the same large needle driver instrument was used in a procedure, an energy instrument (monopolar curved scissors instrument along with its tip cover) was used. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues experienced during the surgery as a result of the reported issue. No instrument collisions were reported.